Event description:
It was reported that the patient presented to surgeons office complaining of pain in the knee. Fell on vacation and feels laxity in knee when lying down. Revision surgery after seeing loosening on x-rays.

Event description:
It was reported that the patient presented to surgeons office complaining of pain in the knee. Fell on vacation and feels laxity in knee when lying down. Revision surgery after seeing loosening on x-rays.

Manufacturer narrative:
Medical records received and evaluation: the provided x-rays and office note were rejected for medical review. There was no confirmation of the reported loosening based on the xrays provided. The event could not be confirmed. And the exact cause of the event could not be determined with the limited information available at the time of evaluation. There was no confirmation of the reported loosening based on the xrays provided. Additional information is needed including clinical history, operative reports, and examination of explanted components.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown #11 tray. Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.